Event description:
It was reported that the patient experienced a tamponade during an a-fib ablation procedure in which the customer was unsure if the impedance readings were correct on the generator. Forty one ablation applications were performed before the event. The generator was set to "power-control" mode and the power setting was between 30 and 35 w. The temperature cut-off setting was 48 degrees c. The patient's baseline condition was stroke with aphasia from 2009, otherwise healthy. It was reported that the patient needed only one extra day at the hospital for observation and the patient condition was ok. Upon follow up, bwi received the information on (B)(6) 2011 (it changed the alert date) which showed there was a navistar rmt thermocool catheter also involved in the event.

Manufacturer narrative:
At this moment it is unclear the reprocessing of device. The concomitant product: stockert: (B)(4). Biosense webster sent the report under the stockert for this event as well (report# 9612355-2011-00035). (B)(4).